Manufacturer narrative:
Corrected data: initial reporter, occupation, manufacturer site, MFR contact info, and device manufacture date. Initial reporter information was listed incorrectly on the initial report. Occupation was inadvertently omitted from the initial report. Information was inadvertently omitted from the initial report. Manufacturing site phone number was incorrectly reported, manufacturing site first and last name, and manufacturing site email were listed by mistake on the initial report. Device manufacture date was inadvertently omitted from the initial report. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient underwent a sensor implant procedure on (B)(6) 2015. During the procedure, the patient experienced hemoptysis upon guide wire usage. Regardless, the procedure was successfully completed. Post-op, the patient was in a stable condition.